Event description:
The nurse was setting up the infusion on the patient and attached the bag of fluid. She then noticed that there was no roller clamp on the IV tubing. She replaced the tubing; there was no harm to the patient.